Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025). H11: d2b (dqy;lit). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the expiry date on the product was allegedly incorrect. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure, the expiry date on the product was allegedly incorrect. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed. The DHR review determined the correct expiration date of the product was 2024-05-13. Investigation summary: one electronic photo of a portion the outer product labeling was provided by the user. The label can seen with an expiration date of 2024-05-13. The atlas gold device was also returned for evaluation. The label matched the information reported in the complaint record, and it was noted the printed expiration date was 2024-05-13. The expiration date printed on the labeling matches the expiration date of the product identified in the DHR review of 2024-05-13. Additionally, the manufacturing scanned labeling confirmed the correct expiration date of 2024-05-13. The provided manufacturing certificate of conformance has the expiration date incorrectly entered as 2025-05-13. This is manually entered at the manufacturing facility. The incorrect date was entered on the lot coc and in the sap/jde system. Therefore, the labeling review can confirm that all printed product labeling contained the correct expiration date and the complaint can be unconfirmed. No printed product issue was identified. The root cause of the incorrect date in the sap and jde system was linked to the incorrect date on the lot certificate of conformance. Although no product defect was identified, a process issue was confirmed due to the incorrect expiration date entered on the coc and in the sap and jde systems. Labeling review: one electronic photo of a portion the outer product labeling was provided by the user. The label can seen with an expiration date of 2024-05-13. This expiration date printed on the labeling matches the expiration date of the product identified in the DHR review. Additionally, the manufacturing scanned labeling confirmed the correct expiration date of 2024-05-13. The manufacturing certificate of conformance has the expiration date incorrectly entered as 2025-05-13. This is manually entered at the manufacturing facility. Therefore, the labeling review can confirm that all printed product labeling contained the correct expiration date. The incorrect date was entered on the lot coc and in the sap/jde system. No printed product issue was identified. H11: d2b (dqy; lit). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.